Event description:
The customer reported that the system had a broken handle, and the cord in the back is split exposing wires.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep replaced the transport ring, rear handle and screws.